Event description:
The customer reported approximately three milliliters of clear fluid leaked from a hole in a tubing passing through pinch valves pv14 and pv15 involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. The customer replaced the affected tubing and resolved the fluid leak issue. A successful system startup test was performed and all controls were within specifications. No further system issues were noted. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).